Event description:
It was reported that the patient presented for follow-up with shortness of breath. Upon interrogation of the pulse generator, it exhibited intermittent loss of atrial capture. The issue was resolved by reprogramming the atrial output. The patient would be monitored.